Event description:
During pt use, when the ac cable was connected suddenly "switched to backup battery" and "running on backup battery" occurred. The pt was ambu bagged and switched to another ventilator. Replacing the power pac battery resolved the issue. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, pt info was not provided.